Event description:
Noted the catheter leaking while flushing. While flushing, noted saline leaking approximately 1 inch proximal to cap. The white lumen was flushed with an additional 20ml of ns and it appeared to have a small puncture, where saline was leaking out of.